Event description:
A malfunction alarm identified as alarm 30 was reported during pumping operations. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in attempting to load a new cartridge; however, the cartridge alarm recurred, and the customer could not resume insulin therapy. As a corrective action, technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections (mdi) as backup insulin therapy while waiting for the replacement. The customer was also guided on putting the pump into storage mode and instructed to return the faulty pump using a pre-paid label.